Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In situ testing showed 2 affected channels. The user reported less speech understanding especially by telephone calls. The user underwent revision surgery.

Event description:
In situ testing showed 2 affected channels.the user reported less speech understanding especially by telephone calls. The user is scheduled for revision surgery on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.